Event description:
It was reported that the pump declared alarm 31 during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to load a new cartridge using the proper technique, successfully resumed insulin therapy, and the pump was scheduled for replacement.